Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states.this event occurred in (B)(6).

Event description:
Customer reportedly received results of 27.1 mmol/l and 7.2 mmol/l within 1 minute. One vial of test strips was used to obtain the results on 2 different meters. No adverse event reported. The alleged product was requested for evaluation.